Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. A few weeks later consumer developed an infection at the piercing site. Consumer sought medical treatment in 6/99 and was placed on antibiotics. In 7/99 consumer was given IV antibiotics at the hosp and was released.